Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report a hospitalization due to high blood glucose. The current blood glucose reading is 186 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Diagnosed diabetic ketoacidosis. Customer was treated with IV drip. Customer also stated that blood had coagulated at the insertion site. Nothing further reported.